Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose was 35 mg/dl. Customer mentioned that his insulin pump did not alarmed on low and blood glucose went from 300mg/dl to 40 mg/dl. The customer declined troubleshooting for low blood glucose. The insulin did not suspended on low. The auto mode feature itself was turned off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.